Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue to deliver insulin. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined. During fluid path testing, a bent needle was observed indicating a damaged hard cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to around 400 mg/dl while wearing the pod between 4 and 24 hours. The investigation observed exposed cannula damage, bent needle and fluid leakage during testing.